Event description:
It was reported that the patient received inappropriate shocks due to atrial undersensing and the patient's atrial fibrillation (af). The lead remains in use and the patient's medication was adjusted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).